Event description:
Report received of one documented and similar undocumented incidents involving the high pressure filter extension set where the set is allowing retrograde of solutions up to the filter. It was reported that for the documented event, a nurse had changed out a tubing set on a patient on the unit. The patient was receiving an infusion of lipids and multivitamins at 1.8cc/hrs and there was a backflow of blood noted in the tubing shortly after the nurse changed out the set. The tubing setup included an alaris pump burette with the filter extension set attached. The set was replaced without incidence and the complete used setup was kept to be returned for testing. There was no report of patient harm or adverse patient effect. It was reported that in some cases with this setup, the patient's IV access was lost. There have been no cracks or leaks found on the set. Although requested, no additional information was available.